Event description:
A hospital in (B)(6) reported that an 900rd010 adjustable t-piece and resuscitation circuit was unable to generate positive end-expiratory pressure. The system worked smoothly after the circuit was replaced. (B)(6), a senior physician from the hospital, gave his opinion that this was a mishandling issue. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an 900rd010 adjustable t-piece and resuscitation circuit was unable to generate positive end-expiratory pressure. The system worked smoothly after the circuit was replaced. Dr (B)(6), a (B)(6) from the hospital, gave his opinion that this was a mishandling issue. The hospital further reported that this was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The 900rd010 single use infant resuscitation circuit assembly consists of a breathing tube and a t-piece. It is connected to an fph rd900 neopuff infant resuscitator and allows delivery of pip and peep via the peep cap. Method: the returned t-piece resuscitation circuit was visually inspected and pressure tested. Results: there were no external damages observed on the returned complaint circuit. When the cap of the t-piece was removed, the orifice of the cap was found to be shorter than specification by approximately 4mm. The complaint circuit was connected to a functional rd900 neopuff infant resuscitator and a pressure test was performed. The cap of the t-piece was rotated to its maximum and minimum value with a range of different gas flow rate to supply the ranges of peep pressure specified in the neopuff technical manual. The peep ranges at the different gas flow rates were found to be out of specification for this product. A lot check revealed no other complaint of this nature for this lot number. Conclusion: dr (B)(6), a (B)(6) from the hospital, initially gave his opinion that this was a mishandling issue. Upon receipt of the device it was discovered that the root cause of the problem is a moulding/manufacturing defect. Our operating instructions state a peep check "should be carried out prior to every use". (B)(4).